Event description:
It was reported that the connector of the return end of an oxiris set was broken which resulted in an external blood leak. This issue was further described as, ¿there was blood oozing at the connection of the return end, and after separation, it was found that the connector of the return end was broken and could not be used¿. This event occurred during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name . E1: initial reporter address: (B)(6). E1: initial reporter city. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the cone of the return male luer lock (mll) was broken, which suggested that the reported leak was likely due to a broken mll cone. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.